Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had a a few small cables that were broken and defective on the guide wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.